Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The fully charged autopulse li-ion battery (s/n (B)(4) does not power on any of the customer's autopulse platforms. The customer stated that the battery successfully chargers showing four solid green leds but is unable to power on any of the platforms. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.